Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion.

Event description:
Healthcare professional reported left side removal is noted as ¿implant was extruding through skin/not sure the cause.'' Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: extrusion: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease flat observed, on the device. Air voids observed, on the device. No further actions are required, as the device was implanted. The event of extrusion is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, left side removal is noted, as "implant was extruding through skin/not sure the cause''. Device has been explanted.